Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device battery voltage was 2.73 v on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Initial analysis confirmed the low battery voltage and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Further destructive analysis found deposited li material on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The li material contacted the cathode tab, thus forming an internal li deposition short. The li short is located within segment 3 of the coil. Based on this analysis, the rapid voltage drop seen in the weekly battery voltage trend was the result of an internal short from the deposited li material bridging the battery case (negative polarity) and the cathode tab (positive polarity).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.